Manufacturer narrative:
Based on the info provided, this event is deemed a reportable malfunction. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. Reported to the FDA. The actual date of event is unk, so the date used was the date convatec became aware.

Event description:
The following complaint was reported: flexi seal water squirted out from auto valve.